Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and changed out supplies. A cartridge change was performed resolving the occlusion.